Event description:
The customer's father reported that the customer was hospitalized for blood glucose levels above 500 mg/dl. The customer was unable to get her blood glucose levels down with manual injections. The father did not want to troubleshoot. The father asked to have the insulin pump replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.